Manufacturer narrative:
Submit date: 3/3/2016. A device history record review of the reported lot number(s) confirmed that the product was produced accomplishing quality requirements and released according to established procedures. A review of maintenance records and calibration records were reviewed and there were no issues. There were no related processes or material changes related to the reported condition for this product. Product monitoring data for the lot was reviewed and there were no issues. A review of the machine setup was conducted and there were no issues. A review of the machine in its current condition was conducted by the quality engineer and there were no issues. There were no samples submitted with this complaint. The reported condition could not be confirmed. Complaint shall be reopened if a sample is received. There were no samples submitted with this complaint. The reported condition could not be confirmed. Complaint shall be reopened if a sample is received. Prior to a lot's release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. The lot met all acceptance requirements and was released. Since no sample was returned, no issue currently occurring at the assembly machine and no confirmation of the defect indicates that neither corrective action nor preventive action will be taken at this time. This information will be utilized for trending purposes to determine the need for corrective actions. The production department will be notified of this incident with a copy of this complaint response.

Manufacturer narrative:
Submit date: 11/23/2015. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a safety needle. The customer is reporting the needle broke off when administering a flu shot.